Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting pacing impedance measurements less than 200 ohms and elevated threshold measurements over the past year. The rv output was increased to 3.5v @ 1.5ms. The lead remains in service and no adverse patient effects were reported.